Event description:
IV infusion pump alarming battery. Manufacturer response for IV infusion pump, baxter sigma spectrum infusion pump (per site reporter). Loaner pumps were sent and staff to repair pumps.